Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in emergency room due to high blood glucose, diabetic ketoacidosis and nausea on (B)(6) 2020 with blood glucose level was 23.1 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual injection and intravenous fluid for high blood glucose. The customer did experienced the symptoms such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did contact their health care professional regarding the high blood glucose. Customer states the cannula was bent. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.